Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a midway position. The advancer, sheath, coil, and burr were microscopically and visually inspected. There was dried saline and blood in and on the burr. The burr was soaked in hot water then inspected. The annulus was noticed to be damaged, not rounded and flattened. There was no wire in the burr. The damage to the annulus is consistent to the damage of interaction with the guidewire. It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus and fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: initial speed: "adjust the turbine pressure knob until the burr is spinning at the correct speed: 1.25 ¿ 2.0 mm burrs 190,000 rpm¿ and operating speed: ¿recheck the rotational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed: 1.25 ¿ 2.0mm burrs 160, 000 up to 180,000 rpm¿. (B)(4).

Event description:
Same case as MDR ids: 2134265-2017-02254 and 2134265-2017-02255. It was reported that a wire tip was detached and vessel perforation occurred. The target lesion was located in the severely tortuous and severely calcified mid to proximal right coronary artery (rca). A 330cm rotawire¿ , 1.75mm and 1.25mm rotalink¿ plus were selected for use. During the procedure, the physician used the 1.75mm rotaburr first. After that, a smaller size of 1.25mm burr was used. Ablation was performed 4 times at 200,000rpm with a duration of 20 seconds. During removal of the device, it was noted that the wire became detached, migrated to the patient's blood vessel and could not be retrieved. It was alleged that although there was wire separation when removing the 1.25mm burr, there is a possibility that wire separation occurred when using the 1.75mm burr. Furthermore, it was noted that with the two points where the wire became detached, no wire perforation occurred at the distal side. However, perforation occurred in the wire tip proximal side. Eventually, the procedure was shifted to surgery. The detached wire tip was retrieved which was longer than the usual and the devices were removed out from the patient¿s body. No further patient complications were reported.